Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Replication test has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to activating the suction while removing the scope. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Sterile lot number: h212015. (B)(4).. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer on MDR number 2951238-2021-00438.

Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography, the distal cap had a sharp edge and cut the patient's stomach (submucosal layer) upon removal of the endoscope. The physician had to re-insert the endoscope and applied 3 clips to the tear to stop the bleeding. The cut was approximately 2 to 2 and a half (2.5) centimeters long by 0.6 cm wide. The endoscope and cap were inspected prior to the procedure and no issues were identified. The cap was correctly attached to the endoscope and was fully intact at the end of the procedure. There was no surgical delay due to the event reported. The customer suspects the physician may have been applying intermittent suction while withdrawing the endoscope to degas and withdrawal residual fluid. The patient did not receive any additional treatment after the procedure and no further issues were experienced. Patient identifier (B)(6) is for the endoscope and submucosal injury. Patient identifier (B)(6) is for the cap and submucosal injury. This report is for patient identifier (B)(6) for the cap and submucosal injury.